Event description:
A rupture of artificial kidney membrance was discovered after blood leakdetector alarm sounded. Estimated blood loss to patient ws greater than 100cc.the manufacturer was notified by phone the day of the incident.